Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The product to break inside her body...only took out half of it, emergency department took out the other half- vagina [foreign body in reproductive tract]. There was a strange smell- vagina [vaginal odour]. Discomfort- vaginal [vulvovaginal discomfort]. The product to break, residue- tampon [device breakage]. She only discovered it 10 days after it left in her body- tampon [incorrect product administration duration]. Case narrative: consumer reported via email that the tampon broke off inside her body. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The product to break inside her body...only took out half of it, emergency department took out the other half- vagina [foreign body in reproductive tract] there was a strange smell- vagina [vaginal odour] discomfort- vaginal [vulvovaginal discomfort] the product to break, residue- tampon [device breakage] she only discovered it 10 days after it left in her body- tampon [incorrect product administration duration]. Case narrative: consumer reported via email that the tampon broke off inside her body. No serious injury reported.